Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that a radiopaque ring detachment occurred. The target lesion was located in the kidney. A .038 accustick ii was selected for use. During the procedure, the device was inserted using ultrasound guidance. Subsequently, contrast media was delivered to confirm placement of the device in the kidney. The accustick wire was then inserted, and the accustick sheath was crossed over the wire into the kidney. While removing the sheath, it was noted that the radiopaque ring at the end of the sheath detached from the device. A nephrostomy catheter was placed; however, it was observed that the radiopaque marker was pushed into the ureter. Lithotripsy was done at a later date and no sign of the tiny radiopaque ring was seen at the time of the intervention. No further invention was performed and the patient's condition was fine. Future lithotripsy was pre-planned, regardless of device error.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Device analysis noted a residue present on the device indicating use/ handling. The dilator and stylet were not returned. A visual examination of the device found the radiopaque (ro) marker to have been detached and not returned. The sheath tip was damaged and torn outward. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via facility medwatch 5058818 that a radiopaque ring detachment occurred. The target lesion was located in the kidney. A .038 accustick¿ ii was selected for use. During the procedure, the device was inserted using ultrasound guidance. Subsequently, contrast media was delivered to confirm placement of the device in the kidney. The accustick wire was then inserted, and the accustick sheath was crossed over the wire into the kidney. While removing the sheath, it was noted that the radiopaque ring at the end of the sheath detached from the device. A nephrostomy catheter was placed; however, it was observed that the radiopaque marker was pushed into the ureter. Lithotripsy was done at a later date and no sign of the tiny radiopaque ring was seen at the time of the intervention. No further invention was performed and the patient's condition was fine. Future lithotripsy was pre-planned, regardless of device error.